Manufacturer narrative:
The device was not returned. The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. They were running device with pads and was getting flow rate (fr) was 1.9l/m and stated when they moved the fittings and get air leaks. Per follow up information, they performed preventative maintenance on the device and ran all test. No repairs were needed. No further issues were reported, and device was available for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device with a note saying low flow error. They were running device with pads and was getting flow rate (fr) was 1.9l/m and stated when they moved the fittings and get air leaks. Forwarded for proper handling. Per follow up information received via task on 03apr2025, it was reported that they performed preventative maintenance on the device and ran all test. No repairs were needed. No further issues were reported, and device was available for use. No patient involvement at the time of the malfunction.

Event description:
It was reported that the biomed had an arctic sun device with a note saying low flow error. They were running device with pads and was getting flow rate (fr) was 1.9l/m and stated when they moved the fittings and get air leaks. Forwarded for proper handling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.